Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, bottom haptic broke off when lens was implanted. Lens was removed during initial procedure.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).